Event description:
A device was used during a gastrectomy procedure. The device cut the tissue but did not lay the staples when fired. Hand suture was used to complete the case. Or time was extended by two hours.